Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine was not draining into the leg bags which caused urinary retention to the patient. It was stated that the drain bag got stuck together and required extra force to inflate and the regular flow of urine was not enough to allow the bag to expand. Per additional information from ibc via email on 06may2021, there was no allegement that the catheter was not draining. It was stated that it was an issue with the bag.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one unopened (within original packaging), unused dispoz-a-bag leg bag. Visual inspection of the sample noted no obvious visible defects. The leg bag was filled with water with the water entering the bag easily. The bag was hung vertically and did not leak. The cap was opened and the bag drained easily as intended. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the urine was not draining into the leg bags which caused urinary retention to the patient. It was stated that the drain bag got stuck together and required extra force to inflate and the regular flow of urine was not enough to allow the bag to expand. Per additional information from ibc via email on 06may2021, there was no allegement that the catheter was not draining. It was stated that it was an issue with the bag.